Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Analyst noted that the helix could be fully extended and retracted.

Event description:
It was reported that during an implant procedure, the physician was experiencing lead placement difficulty as the helix would not fixate. The lead was removed and replaced. No patient complications have been reported as a result of this event.